Event description:
It was reported that the device showed premature battery depletion. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.